Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated with manual injections and bolus. The customer stated that his blood glucose went down to 303 mg/dl. The customer had symptoms such as feeling bad. The customer did not have a tubing clamp to troubleshoot. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.